Manufacturer narrative:
The sample collection and centrifugation information was not supplied. Qc and system check information was not supplied. While troubleshooting with customer technical support (cts), it was found that the reagent pack was misloaded in an incorrect slot in the reagent carousel. Service was not dispatched as the issue was resolved by troubleshooting with the cts.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no value ckmb results with ind flags generated by access 2 immunoassay analyzer for one patient. The results were not reported out of the laboratory. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.